Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting left ventricular (lv) loss of capture (loc). Technical services (ts) recommended evaluating thresholds in the clinic. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting left ventricular (lv) loss of capture (loc). Technical services (ts) recommended evaluating thresholds in the clinic. This lv lead remains in service. No adverse patient effects were reported. At a later date, patient was evaluated in the clinic with the lv offset adjusted and the paced morphology looked better. This lv remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting left ventricular (lv) loss of capture (loc). Technical services (ts) recommended evaluating thresholds in the clinic. This lv lead remains in service. No adverse patient effects were reported. At a later date, patient was evaluated in the clinic with the lv offset adjusted and the paced morphology looked better. This lv remains in service. No adverse patient effects were reported. At a later date, ts reviewed the available data and noted there was oversensing on the lv lead, which caused pacing inhibition. Further, loc was suspected based on presenting data. Ts advised the patient to be further evaluated in clinic. This lv remains in service. No adverse patient effects were reported.